Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl, which was addressed with manual injections and a correction bolus, via a back up pump. The customer changed out supplies and noted an infusion set kinked cannula. The customer could not provide infusion set information.